Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer tower door one was made a beep noise whenever the customer tried to recover. A field service engineer (fse) inspected the issue and found a bin pushing up against the door, causing the failure. The fse obtained the keys, opened the latches, and unlocked the door. After the door was unlocked, the customer removed the bin and found a medication item behind it, which was retrieved before the bin was placed back in. Once everything was reassembled and the door was closed, the customer was able to successfully recover the unit. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the customer observed that the station was displaying a failed hardware message. The customer attempted to recover the failed drawer; however, the system continued to indicate that maintenance was required. The customer then rebooted the device, but the issue persisted. Additional troubleshooting steps were performed, including shutting down the station by unplugging the power cord, waiting 2 to 5 minutes, reconnecting the power, and powering the station back on. Despite these efforts, the drawer remained in a failed state and continued to show the same error. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.